Event description:
It was reported that during a lap sigma procedure, the instrument fired, but there was an incorrect cut. No second stapler was used. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.